Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a recurring motor error alarm. The customer¿s blood glucose level was 230 mg/dl at the time of the incident. The customer stated that the drive support cap was loose . The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is not expected to return for analysis.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. No motor error alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prim test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.